Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, after the dissection process was completed, the harvester set up the hemopro 2 to start branch ligation. When the harvester attempted to cut the first branch, it was noticed that the jaws of the bisector would not close all the way. The only way the jaws would close was by pulling hard back on toggle button which also immediately caused the device to activate. The jaws of the device should be able to open and close without activating the device. Due to this defect, it was decided that the device was not safe to use. Therefore, the defective device was removed from the surgical field and a new hemopro 2 was opened. The remainder of the case was finished with no further issues. No injury. The harvester was using the hemopro 2 device (product # vh 4000) to harvest the saphenous vein. After the dissection process was completed, the harvester set up the hemopro 2 to start branch ligation. When the harvester attempted to cut the first branch, it was noticed that the jaws of the bisector would not close all the way. The only way the jaws would close was by pulling hard back on toggle button which also immediately caused the device to activate. The jaws of the device should be able to open and close without activating the device. Due to this defect, it was decided that the device was not safe to use. Therefore, the defective device was removed from the surgical field and a new hemopro 2 was opened. The remainder of the case was finished with no further issues. No injuries or delays occurred due to the defect.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/17/2022. An investigation was conducted on 06/09/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. No visual difficulties was observed when opening or closing the jaws while manipulating the toggle. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed. The lot # 25163179 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.